Event description:
Incident as reported: lap chole - "straight forward procedure, uncomplicated. Introduction of trocar uneventful. When removing the epigastric trocar at end procedure there was a circumferential burn at port site. The burnt skin was excised and the wound was closed as normal. Diathermy hook, scissors and dissectors were used through this epigastric port. Skin prep used was iodine. The surgeon thinks the burnt skin might happened when he used the diathermy hook through the trocar and somehow the trocar acted like a conductor or it was the skin prep, hence they used iodine." Pt status: normal, healthy, uncomplicated. Type of intervention: excision of burnt skin.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.